Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Pt enrolled in the (B) (6) trial. Atherectomy using the silverhawk was completed. Immediately following atherectomy, a perforation was detected during dsa angiography. The pt had a large right thigh hematoma and significant blood loss. The physician performed tamponade with a balloon 4 times then deployed a covered stent. Pta was repeated and tamponade was successful in stopping the bleeding. The pt was discharged from the hospital on (B) (6) 2010.